Event description:
Customer reported that she received a button error alarm on the insulin pump and that the buttons became unresponsive during a bolus. The blood glucose reading was 254 mg/dl. Customer stated that she had been in a raft with the insulin pump and that it may have been exposed to fluid. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump had moisture damage found on the lcd board, cracked display window corners, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.